Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.